Event description:
As reported through edwards japan affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, after rapid pacing was stopped, blood pressure returned a little slowly but improved. A 26 mm sapien 3 valve was crimped without any problems. When valve alignment was performed, there was strong resistance and valve diving was observed. A commander delivery system with the valve was moved to a different section and valve alignment was performed again. At the time, negative pressure was applied, and it was confirmed that there was no problem with the commander delivery system balloon. When the flex catheter was pulled back after crossing the native aortic valve, the 26 mm sapien 3 valve was moved on the commander delivery system balloon. However, it was decided to continue the procedure. When the commander delivery system balloon began to be inflated, the inflow side alone was expanded, and the balloon slipped toward the left ventricular (lv) side. After the commander delivery system balloon was deflated, the balloon could be pulled back. When balloon inflation was initiated, the balloon slipped again. After the commander delivery system balloon was deflated, during sapien 3 valve positioning, the valve was moved from the annulus to the aorta (ao) side. Although the inflow side of the sapien 3 valve was expanded, an attempt was made to see if the sapien 3 valve could cross the native aortic valve. However, the sapien 3 valve did not pass the native aortic valve. Thus, the commander delivery system was pulled back to the descending aorta. Although the sapien 3 valve was slightly expanded, the valve could be pulled into the 14f esheath and the devices were withdrawn. A new kit was opened and the second sapien 3 valve was successfully implanted with a 20f dryseal. Blood pressure improvement was poor. Transesophageal echocardiography (tee) showed pericardial effusion, which was not enough to puncture. Thus, pleural effusion aspiration was performed with cut-down. At the time, a large amount of bleeding was observed. The chest was opened, and hemostasis was attempted. At the same time, extracorporeal membrane oxygenation (ECMO) was initiated. Hemostasis was difficult to be obtained, and ECMO was switched to central ECMO. After central ECMO was initiated, the patient left the operating room with bleeding control. The site of injury was sinus of valsalva on the right coronary cusp (rcc) side. Per additional information received, the valve alignment was incomplete due to the device malfunction, and it caused the balloon slipped toward the left ventricular (lv) side during valve deployment, which eventually resulted in annular rupture. Although emergency open chest hemostasis was performed, bleeding could not be controlled, and the patient died on pod-1. The cause of death was reported as "cardiac death". Per medical opinion, the causal relationship of edwards device to the event and death was "related" and the causal relationship of tavr procedure was "unrelated". Per medical opinion, the causal relationship of edwards device to the death was "related" and the causal relationship of tavr procedure was "unrelated".

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the patient's (as, area: 477.2mm2, sov: 39.3mm x 38.2mm x 34.0mm, stj: 28.1mm, moderate aortic valve calcification, mild aortic annular calcification, mild aortic root calcification, mld: 8.2mm, the accessed vessel: mild calcification with moderate to severe tortuosity.) May have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.